Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, exceeding 125 ohms. Technical services (ts) reviewed the event and recommended further evaluation to assess the impedance findings. Ts also indicated that calcification was suspected and advised considering replacement of the rv lead. No adverse patient effects were reported. This rv lead remains in service.